Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - event occurred in the united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was part of a retrospective clinical study and received a zplp proximal lateral humeral plate. Subsequently, the patient was revised approximately four (4) years and ten (10) months post-implantation due to metalwork migration through humeral head due to development of avn and non-union. It was also noted that the patient was non-compliant with post-op instructions. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. It was provided that the patient was non-complaint to post-operative instructions. However, without further clarification, the root cause of migration and non-union cannot be determined. Avascular necrosis, osteonecrosis, is when there is a disruption of blood flow to the bone. With this disruption of blood flow, it causes the bone tissue to break down faster than the body can repair it. This can lead to bone cracks and collapse leaving the end of the bone with an irregular joint surface. The disease progress can be from months to years depending on patient comorbidities. Osteonecrosis most likely develops because of the combination of factors, possibly including genetic, metabolic, self-imposed (alcohol, smoking), and other diseases or conditions (trauma, steroid use, dislocations). If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.